Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that a bc801-10 infant nasal mask medium bcpap had a hole on the side. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: complete device identification information has been requested from the healthcare facility. Section g4:PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval.

Manufacturer narrative:
(B)(6). Method: the subject bc801-10 infant nasal mask medium bcpap were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is thus based on the evaluation of subject device, information provided by the healthcare facility and our knowledge of our product. Results: visual inspection of the subject mask revealed a clean cut on the left side, indicative of damage caused by a sharp instrument, such as scissors. Replication testing confirmed that similar damage could be produced by applying pressure to the soft area of the mask and cutting the left side with scissors. The shape and characteristics of the replicated damage closely matched those observed on the returned mask. Conclusion: the cut damage observed is consistent with the use of a sharp instrument, such as scissors, and may have occurred during package opening. The packing process does not involve the use of any sharp tools or instruments. Additionally, the packing equipment used is free of sharp edges. As such, there is no evidence to suggest that this type of damage could have occurred during the manufacturing or packing stages. Furthermore, the user instructions that accompany the flexitrunk infant interface state: do not use if the product or packaging is damaged. Section d4: complete device identification information has was not received from the healthcare facility despite the requests. Section g4:PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that a bc801-10 infant nasal mask medium bcpap had a hole on the side. There was no reported patient involvement.